Event description:
Additional information received that the patient passed away on (B)(6) during same hospital stay. The patient passed away at the hospital. An autopsy will not be performed. The death was not related to the medtronic device or therapy. The correct patient age is 79 years old.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that a react-71 aspiration catheter that experienced resistance in the guide catheter during a mechanical thrombectomy procedure, though there was no injection during contrast or saline injection. The react 71 catheter distal end stretched and the tip broke/separated during removal. A non-medtronic catch mini stent retriever was used to retrieve the broken tip. It was noted that the react catheter and all accessory devices were prepared and the catheter was flushed per the instructions for use (IFU).  The site reported the patient was alive with injury post-operatively. The patient had been undergoing a thrombectomy procedure to treat a carotid-t occlusion via femoral artery access. Vessel tortuosity was severe.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that since the initial pathology was a distal aci / carotid t-occlusion with severe neurological deficit and due to the unfavorable outcome of this pathology, accessory disability cannot be estimated. An obvious consequence of the complication was thrombus formation in the aca-territory, that did not lead to infarction or hemorrhage in follow up-CT. The patient died during hospital stay. The guiding catheter was probably kinked during catheterization of the aci and straitened by slight withdrawal. No force was applied during delivery as well as during partial withdrawal of the stent retrievers. During withdrawal a high resistance occurred. The catheter tip was initially stuck in the a1-segment, but during the intervention dislocation into the distal a2-segment occurred. There was no vasospasm. The broken react catheter tip was successfully was retrieved with the catch mini. The broken tip retrieval was completed in the same procedure.

Manufacturer narrative:
Product analysis: as found condition: the react-71 catheter was returned for analysis within a shipping box, a plastic pouch, and an opened react-71 inner pouch (b562632). Damage location details: no damages were found with the react-71 catheter hub. The distal ~19.0cm of the react-71 catheter body was found stretched with the distal marker/tip separated from the catheter. The separated catheter marker/tip was not returned. The tubing material at the separated end exhibits plastic deformation (jagged edges), indicating the catheter separated due to tensile failure. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter stretch¿, ¿catheter separation/break¿, and ¿resistance¿ reports were confirmed. The returned react-71 catheter was found stretched and separated. In this event, it is likely that the patient¿s severe vessel tortuosity, kinking of the guiding catheter, and resistance during withdrawal contributed to the damages found with the returned react-71 catheter and the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the healthcare professional (hcp) does not believe that the usage of the catheter was the main cause of death. He said due to the age of the patient, the initial morbidity and the extended length of the procedure, the chances for a successful result were little in the first place.

Manufacturer narrative:
Product analysis: as found condition: the react-71 catheter was returned for analysis within a shipping box, a plastic pouch, and an opened react-71 inner pouch (b562632). Damage location details: no damages were found with the react-71 catheter hub. The distal ~19.0cm of the react-71 catheter body was found stretched with the distal marker/tip separated from the catheter. The separated catheter marker/tip was not returned. The tubing material at the separated end exhibits plastic deformation (jagged edges), indicating the catheter separated due to tensile failure. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter stretch¿, ¿catheter separation/break¿, and ¿resistance¿ reports were confirmed. The returned react-71 catheter was found stretched and separated. In this event, it is likely that the patient¿s severe vessel tortuosity, kinking of the guiding catheter, and resistance during withdrawal contributed to the damages found with the returned react-71 catheter and the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.